Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/ stent procedure, a bubble was visualized in the c-flex. The delivery system balloon was deflated and removed without difficulty. The membrane was intact. Reportedly no pt injury occurred.